Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the left ventricular lead exhibiting complete loss of capture. It was suspected that the lead was pull back into the coronary sinus. Programming interventions were made to deactivate the lead. The patient was stable.

Manufacturer narrative:
The reported events were failure to capture and lead dislodgement. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The s-curve hump height was measured within specification.

Event description:
New information received notes that the left ventricular lead was explanted and replaced. The were no post-procedure consequences reported.